Event description:
The user failed an hcg proficiency survey for one sample. The initial result was 18.58 miu/ml with a data flag and was reported as 18.6 miu/ml. The acceptable range was 8.6-14.8 miu/ml. The peer mean was 11.7 miu/ml. The sample was repeated on (B)(6) 2010 and the result was 11.33 miu/ml with a data flag. No patient samples were involved. The hcg reagent lot number was 15666101. The field service representative determined there was an aged optical failure in the measuring cell and he replaced the measuring cell. To verify the analyzer operation, the user performed full calibration and qc with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Rn reports priming IV tubing with normal saline and hooking up to patient's IV. IV bag placed into pressure bag and fluid noted to be leaking above valve. Tubing replaced with new tubing, no further issues and no injury to patient.====================== manufacturer response for outlook safety infusion system IV set, ultrasite======================we have reported many of these device issues...leaking, broken tubing etc...the manufacturer has informed us it is an issue with either too much glue, or not enough (dibbing and dabbing). In recent months we were told by the manufacturer the manufacturing plant had received new glue dispensers as well as implementing new training of staff.

Manufacturer narrative:
Calibration and quality control data do not indicate a reagent issue as all the results were within specification. Insuficient data was provided for further investigation. A specific root cause could not be identified. No patient was involved in this event.